Manufacturer narrative:
(B)(4). Philips received a medwatch report on (B)(6) 2011, that the device shutdown unexpectedly during a pacing event when the battery eject button was inadvertently pressed. Pacing was restarted using the same device and there was no report of negative pt outcome. The device was not evaluated by philips. This is an enhancement request for device design, and not a device malfunction.

Event description:
Philips received a medwatch report on (B)(6) 2011, that the device shutdown unexpectedly during a pacing event when the battery eject button was inadvertently pressed.